Manufacturer narrative:
Patient specifics are not available. Date of event was reported to be august 18th and 19th, 2022. Expiration date is 03/23/2025. Product has not been returned to 3m¿ for analysis. It is unknown if the maximum dynamic operating pressure of 300 mmhg was exceeded when the leak occurred. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged multiple 3m¿ ranger¿ fluid warming sets, high flow (model 24355) leaked at the bubble trap. Pressure device was used for some as well as a in line pump for other procedures. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
H10: 3m has investigated and identified a manufacturing issue with the auto-venting bubble trap that introduces the risk of blood or fluid leaks while priming the sets and/or during fluid administration. There is no alleged injury to the patient or caregiver for this reported incident. 3m has initiated a field safety corrective action for lots associated with this issue. 3m has implemented a change to address the identified manufacturing issue and will continue to monitor.